Manufacturer narrative:
The coaguchek xs plus serial number is (B)(6). Qc is run daily on the meter, and the qc results on the date of the event were in range. The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of a questionable inr result from the coaguchek xs plus meter. The first meter result was 5.0 inr. The second meter result within 4 hours was 3.5 inr. The patient¿s therapeutic range was not provided.